Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inadequate hv therapy for an episode of ventricular fibrillation. It was noted that the initial shock accelerated the arrhythmia and a second shock at max energy was efficient to stop the arrhythmia. The physician elected to take no action. The device remains implanted. The patient was in good condition.